Event description:
Hill-rom received a report a hill-rom technician stating the beds nurse call was not working. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable has bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.